Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A report received from another country, device registry (njrr) alleges revision for progression of disease.